Event description:
It was reported that the patient had had a change in therapy effect; initially the patient was getting good therapy and then the therapy seemed to dwindle. This had occurred over the past couple of months. A (B)(6) study was done on the date of this report. A catheter fracture was reported; it was not confirmed. They were not sure what they were seeing in the x-ray image. The catheter tip looked to be in place and they were able to push dye through. It was noted that the patient was on complex oral meds as well as the pump. The pump was delivering fentanyl and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported a dye study was performed but no fracture was confirmed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).